Manufacturer narrative:
Analysis of the ins (B)(4) found insignificant anomalies; it was functionally okay. A lab functional test determined there was good, stable output on the electrode pairs the ins had when it was received. There was also good, stable output on all pairs. There were no issues when pressing on the ins can and telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issues throughout the test at body temperature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was replaced last week. The patient was seen by the managing physician due to the shocking complaint on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had a zapping sensation throughout their body. The family was feeling the sensation as well and had been occurring since about two weeks prior to the report. They patient was experiencing vomiting for less than a week. They did not feel the patient should be feeling zapping sensation and they were going to turn the therapy off for the time being. It was also suggested to test the impedance. No further complications were reported anticipated. The indication for use was gastric stimulation/gastrointestinal/pelvic floor.